Manufacturer narrative:
(B)(4). The investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA.

Event description:
The customer reported that making x-rays and images is not possible. Green lamp does glow on desk and in room. During the making of x-rays there is no radiation sign, but an orange lamp. The warm restart does not solve anything.